Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort at his scs ipg pocket sit. The pt stated his ipg seemed to be moving inside the pocket. Follow-up identified the pt's ipg pocket was revised on (B)(6) 2014. The surgical intervention reportedly resolved the issue.